Event description:
It was reported that the patient underwent a 8-level posterior spinal instrumentation for idiopathic scoliosis using hook and crosslink instrumentation. The patient did not have an acute postoperative infection or any signs of an impending postoperative infection. Twenty months post-op, the patient presented with drainage in the mid-thoracic area. The patient was diagnosed with an infection. The patient underwent a revision surgery to remove all of the posterior instrumentation. The wound was closed in one stage. After instrumentation removal, the patient was given cefazolin for 4 days. Organism grown from culture was identified as p. Acnes.

Manufacturer narrative:
(B) (4). Literature article citation: richards et al. Delayed infections after posterior tsrh spinal instrumentation for idiopathic scoliosis. Spine 2001; 26: 18: 1990-1996. A review of the device history records for this device was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.